Manufacturer narrative:
G4:08dec2020. B4:15dec2020. Failure analysis on the returned front bezel was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13jul2020 b4: (B)(6) 2020 the field service engineer (fse) confirmed navigation (nav) ring is inoperable. The fse replaced the nav-ring bezel to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
It was reported that the unit had a navigation ring failure. There was no patient involvement.